Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported during a breast biopsy procedure, that they saw a fleck of metal in the radiograph, but it was not in the patient. They completed the case with no patient consequence.